Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber and filament boards were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no image displayed on the system when performing fluoroscopic x-ray. No patient injury was reported.